Event description:
Patient underwent open fracture reduction and plating for a tibial plateau fracture subsequent to unicompartmental knee arthroplasty. The implants were left in place. Review of the device history record indicated that the device was manufactured to specifications.

Manufacturer narrative:
Device information: tibial baseplate: lot 1009038-a, catalog 100297, manufacture: 02/2011, expiration: 02/2013; tibial insert: lot 1009022-a, catalog 100326, manufacture: 02/2011, expiration: 02/2013. Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional information received, the investigation may be re-opened.